Event description:
Per rep: repositioning pin, broke inside of pt. Oris of the zygoma. Dr using all associated stryker product correctly. Trying to disimpact zygoma and thread snapped off.

Manufacturer narrative:
Investigation results: one bone repositioning instrument was returned for investigation with the info that the repositioning pin , broke inside of pt. Surgeon tried to disimpact zygoma and the thread snapped off. In order to determine the root cause of the failure a visual examination, a macroscopic investigation and a hardness measurement were performed. Indications for material or manufacturing related failures were not found in the investigation. The root cause of the failure is attributed to a misuse by the customer.